Manufacturer narrative:
Steris offered the user facility in-service training on the proper maintenance practices and proper ppe required when using the 16" century sterilizer, however the user facility declined.

Manufacturer narrative:
The employee subject of the reported event sought and received medical treatment and returned to work. A steris service technician arrived on-site, and spoke with the user facility regarding the reported event. The user facility was unable to confirm if the employee was wearing the proper ppe at the time of the event. The user facility stated the employee reached into the sterilizer to retrieve an item when water dripped on her hand causing the reported burn. The 16" century sterilizer operator manual states, "warning - burn hazard: sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation." The user facility also stated the sterilizer was leaking steam at the s2 valve. The technician inspected the unit, and identified the s2 and s9 valves were damaged and required replacement. The technician found that because the valves were not operating properly, steam was able to leak past the s2 valve into the sterilizer chamber, causing excess water to remain after completion of the cycle which caused the reported burn. The technician replaced the s2 and s9 valves, tested the unit, and confirmed the sterilizer to be operating according to specification. Steris will offer the user facility in-service training on the importance of using proper ppe when utilizing the 16" century sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee was burned on the hand when reaching into the their 16" century sterilizer to remove a load.